Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) level was in the 400 (mg/dl) range and was addressed with a bolus delivery via the pump. The customer's bg level was not impacted on the day of the reported event. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.